Event description:
Covidien received a report of a warmtouch 5800 pt warmer with high readings output temp during testing by the hosp. There was no pt involved.

Manufacturer narrative:
The warmtouch 5800 was returned to the mfrs svc dept in another country for failure investigation. Testing performed confirmed the unit would heat to 53 degrees c without automatically shutting down and there was no alarm. The engineers isolated the cause to the universal pcb by replacing and testing the internal components.